Manufacturer narrative:
Batch review performed on 09-apr-2025 (B)(4) items manufactured and released on 08-oct-2024. Expiration date: 19-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised: reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452) lot. 2418602 batch review performed on 09-apr-2025: (B)(4) items manufactured and released on 11-dec-2024. Expiration date:20-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary surgery on the (B)(6) 2021. The surgeon implanted reverse shoulder components and bone graft with a cemented standard humeral stem. Myshoulder planning was used (B)(4). On the (B)(6) 2024, the patient undergone a first revision due to infection (propioni-bacterium). Explantation of all primary components. Reimplantation of new reverse shoulder components and bone graft and with a long humeral stem. On the (B)(6) 2024, the patient has been revised for the second time because of joint luxation and loosening of the diaphysis. Explantation of stem, metaphysis, liner and also the glenosphere was removed in order to test the stability of the baseplate and the graft. Implantation of a long humeral stem (cemented), metaphysis, liner +6mm (155 degrees) and lateralized glenosphere. On the (B)(6) 2024, the patient has been revised for the 3rd time due to grs baseplate loosening. Explantation of all components except the long humeral stem. Implantation of a glenoid custom implant on the (B)(6) 2024 with myshoulder planning (B)(4). On the (B)(6) 2025, 4th revision surgery performed due to infection. Explantation of the glenosphere, the liner and the metaphysis. Implantation of new components (same sizes). Subsequently, on the (B)(6) 2025, the patient has been revised for the 5th time because of infection and instability. Moreover, it was reported a join luxation. Explantation of the glenosphere, liner and metaphysis. Implantation of new components. On the (B)(6) 2025, the patient has been revised due to joint luxation. No loosening of the components. Explantation of the liner 39/+3mm 145 degrees. Reimplantation of a new liner 39/+3mm but 155 degrees.